Manufacturer narrative:
Correction h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion and it passed. A review of event history log revealed multiple occurrences of "downstream occlusion" messages, however the log cannot identify if the device is alarming within intended range for a test situation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion and it passed. A review of event history log revealed multiple occurrences of "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.